Event description:
It was reported by the customer's mother, that the customer received a no delivery alarm. It was also reported that the customer had high blood glucose levels of 600mg/dl, 476mg/dl. Customer's blood glucose level at the time 375mg/dl. Unable to complete troubleshooting. No additional information is provided.